Manufacturer narrative:
.

Event description:
After 2 hours and 30 minutes of initiation of dialysis treatment, staff noticed blood was leaking between the arterial header and case of the dialyzer. There was no leakage during priming. Dialysis session was stopped right away, and blood was not returned. According to the physician, the patient lost about 400ml of blood. Patient required 500ml of plasma right away. Patient's dialysis order: on-lin post-dilution hdf expected time: four (4) hours. Parameters 20 minutes before disconnecting patient: blood flow rate: three-hundred fifty (350) ml/min, dialysate flowrate: 600ml/min, arterial pressure: one-hundred seventy-one (171) mmhg, venous pressure: one-hundred thirty-nine (139) mmhg, qfi/qb = 31%(ratio of reinfusion), total substitution volume: thirteen (13) liters, uf/hours: 950ml/hour, total uf lost: two-thousand one-hundred seventy (2170) ml (programming made on 4 hours and 3.8 liters of weight loss). Other medical equipment used: gambro arthis physio bloodlines, nipro av1525 htc 15r/av 1525 tc 15b blood-needles, arthis physio dialysis machine priming conditions for dialysis machine: flowrate between 100 and 400 ml/min, with an average flowrate of 150ml/min (time of priming = 9.3 minutes) total volume: 1400ml and another 300ml before connecting the patient.